Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device data showed the customer's reported messages indicating error 0xc5. The device was put through extensive testing including shock testing, energy testing, resistance testing, off-current testing, and impedance testing without duplicating the report. The error message was cleared after testing and did not reoccur. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No electrode pads used at the time of the report were returned for evaluation with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.